Manufacturer narrative:
The device was returned due to infection. Analysis was normal. No anomalies were found. The reported complaint of could not remove v-lead during explant was confirmed. Analysis of the v-setscrew found the user of the torque wrench stripped the setscrew inset. Once the setscrew was stripped it then cannot be engaged by the wrench to untighten it. Therefore the lead could not be removed from the port. No anomalies were found with the setscrew or the device. The stripping of the inset was caused by the user of the wrench.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-22374. It was reported that the patient presented to the hospital for a follow-up. During examination, it was noted that there was pocket infection developing at the implant site of the pacemaker. The physician decided to explant the pacemaker and the right ventricular (rv) lead. During explant, there was a difficulty with rv lead unscrewing from the device header. The physician cut the lead and explanted the pacemaker on (B)(6) 2021. The patient was in stable condition.